Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause of this type of event is a reaction of the patient to the material(s) implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. Device disposition unknown.

Event description:
It was initially reported by patient on (B)(6) 2016 that she had undergone a right "trapeziotomy" with suture button ar-8920 on (B)(6) 2016. Patient has been experiencing pain since the surgery, which has become severe and has also developed a bump near one of the incision sites. Patient said that the surgeon stated the bump did not resemble an infection and surgeon sent patient for metal testing. The testing came back indicating patient is allergic to cobalt and glycerin. On (B)(6) 2016 patient reported that surgeon removed the suture button on (B)(6) 2016 and patient symptoms cleared up almost immediately. Surgeon completed the surgery without using implants and harvesting tendons from patient's forearm.